Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. Our field service engineer (fse) investigated the ventilator on site. The unit was not calibrating the o2 sensor, showing 12v error and barometer error. Fse was unable to calibrate the barometer. Replacing the monitoring printed circuit board (pcb) resolved the issue with both 12v error and barometer error. The o2 sensor not calibrating persisted, the unit had battery installed from 2018 and it was removed. The software version was downgraded, the unit passed the pre-use check and the error went to being intermittent. According to information provided, the error did not reoccur for several days. Simulated use testing of the returned monitoring printed circuit board failed with internal test, barometer, internal leakage, pressure transducer and o2 cell/sensor tests. Technical error indicating power error was active. It was not possible to export the logs due to corrupted pcb. By visual inspection it was noticed that the barometer sensor was missing from the returned printed circuit board. Therefore, it is not possible to find the root cause of the issue.

Event description:
Manufacturers ref: #(B)(4).